Manufacturer narrative:
Initial and final (B)(4) device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced occlusion event as patient used the infusion set for more than 48 hours since (B)(6) 2025 to(B)(6) 2026 which leads to high blood glucose levels upto more than 600 mg/dl and was treated by correction injection via multiple daily injections (mdi). No further information available.